Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse just started shift and arctic sun device had been alerting since they arrived. Patient had been on therapy less than an hour and believed that the issue had been occurring since started. Alert 02 (low flow). Water flow rate (wfr) was currently 0 l/m, 4 pads connected. Tried to restart therapy, but device primed to 0 l/m water flow rate (wfr). Had press stop therapy, drain pads and disconnect. Verified fluid delivery line (fdl) secure. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and device again primed to 0 l/m water flow rate (wfr). Device then alerted fluid delivery line (fdl) open. System diagnostics showed that the outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0, water reservoir level (wrl) was 5, system hours were 1215.5 and pump hours were 558. Walked through stop therapy drain and disconnected pads. Placed device in manual control at 10c. After a few minutes, system diagnostics showed that the outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.6c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 18 percentage, heater was 0. Walked through disabling manual control. Advised device was operating within specifications. Issue appeared to be tied to the pads. Nurse would swap out to a different set of pads and placed these at desk with note for f/u from device representative. Discussed connection technique for new set of pads and continuing with current patient therapy. Encouraged to call back with any additional questions.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse just started shift and arctic sun device had been alerting since they arrived. Patient had been on therapy less than an hour and believed that the issue had been occurring since started. Alert 02 (low flow). Water flow rate (wfr) was currently 0 l/m, 4 pads connected. Tried to restart therapy, but device primed to 0 l/m water flow rate (wfr). Had press stop therapy, drain pads and disconnect. Verified fluid delivery line (fdl) secure. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and device again primed to 0 l/m water flow rate (wfr). Device then alerted fluid delivery line (fdl) open. System diagnostics showed that the outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0, water reservoir level (wrl) was 5, system hours were 1215.5 and pump hours were 558. Walked through stop therapy drain and disconnected pads. Placed device in manual control at 10c. After a few minutes, system diagnostics showed that the outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.6c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 18 percentage, heater was 0. Walked through disabling manual control. Advised device was operating within specifications. Issue appeared to be tied to the pads. Nurse would swap out to a different set of pads and placed these at desk with note for f/u from device representative. Discussed connection technique for new set of pads and continuing with current patient therapy. Encouraged to call back with any additional questions.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse just started shift and arctic sun device had been alerting since they arrived. Patient had been on therapy less than an hour and believed that the issue had been occurring since started. Alert 02 (low flow). Water flow rate (wfr) was currently 0 l/m, 4 pads connected. Tried to restart therapy, but device primed to 0 l/m water flow rate (wfr). Had press stop therapy, drain pads and disconnect. Verified fluid delivery line (fdl) secure. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and device again primed to 0 l/m water flow rate (wfr). Device then alerted fluid delivery line (fdl) open. System diagnostics showed that the outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0, water reservoir level (wrl) was 5, system hours were 1215.5 and pump hours were 558. Walked through stop therapy drain and disconnected pads. Placed device in manual control at 10c. After a few minutes, system diagnostics showed that the outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.6c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 18 percentage, heater was 0. Walked through disabling manual control. Advised device was operating within specifications. Issue appeared to be tied to the pads. Nurse would swap out to a different set of pads and placed these at desk with note for f/u from device representative. Discussed connection technique for new set of pads and continuing with current patient therapy. Encouraged to call back with any additional questions.